Manufacturer narrative:
It is possible that the problems encountered are related to surgical technique; however, more information would be needed to conclusively make that determination. A definitive root cause cannot be determined with the information provided. Device history records indicate all components were manufactured and inspected to specification. The device was received and visually and dimensionally inspected. An eval of the device concluded that one or both sides of the posterior locking tabs are slightly deformed, indicating that it did not properly slide under the posterior lip on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it.

Event description:
It is reported that the surgeon had difficulty in inserting the articular surface. Another articular surface was opened and inserted without problem.